Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was near syncope. A transmission showed the right atrial (ra) lead with decreased sensing and increased capture threshold to high levels. Telemetry strips showed no capture and possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.